Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent repair of vaginal vault defect overlying the mesh with debridement of the vaginal mucosa due to erosion on (B)(6) 2005 and removal of mesh due to erosion and perforation of mesh in 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a sling revision, vaginal cuff revision with excision of large inflammatory mesh and excision of localized mesh exposure on (B)(6) 2005, due to urinary obstruction, recurrent pelvic relaxation and recurrent exposure of synthetic mesh within the vaginal vault. No additional information was provided.